Event description:
Add'l info received from rptr (B)(6) 2011: my access number: (B)(6). I'm just contacting you to tell you I had the spinal cord stimulator removed from my back on (B)(6) 2011, and had requested I wanted it once it was removed, after surgery was completed I was informed that someone from the st jude medical was going to talk to me-eric-, instead he took my stimulator and left without my permission. I got upset and told the hospital staff I wanted it and I already paid (B)(6) for it and that they had no right giving it to any one, they called eric and he brought it back, but I had to wait to have it cleaned up and also had to sign a release to get it. So I have it if you need to examine it. Also st jude wanted to pay my medical bills that I have left which is (B)(6) not including my latest surgery. I really think this whole thing is shady. This is my fourth surgery and I am in worse shape than before.

Event description:
I had an ans implant done in (B)(6) 2008, had it regulated a few times, still did not help pain for my neuropathy, had a revision on (B)(6) 2009, was told if that does not help, there is nothing else they can do. The stimulator still does not help my pain, now more pain and money to have it removed. This was total night mare, but when you talk to doctor or sales rep, they tell you all these great things about this ans.

Event description:
Add'l info received from rptr (B)(4) 2011: my access number is (B)(6), on (B)(6) 2010, I had another operation involving my ans spinal cord stimulator. This time a neurological surgeon was going to operate and put paddles in my back that were suppose to give me more coverage to help my pain. I went into surgery and dr (B)(6) did the surgery, he put the paddles in the right spot then they woke me up to program the stimulator, and I was in terrible pain, and felt like I was being shocked, and my stomach was going to explode, and I was screaming please stop you are killing me, and told them I felt like my stomach was going to explode. After that I woke up in my hospital room and had very bad nerve pain in my legs thighs, and groin area. The dr told my husband he aborted the surgery due to the pain I was in. I stayed at the hospital for 3 days, then, they wanted to send me home, but I could not walk, and the nerve pain was so bad, if you would touch me I was ready to go thorough the roof, so they gave me all kinds of drugs, and sent me to a nursing home for pt, I stayed there for 13 days, and then came home, I now have to use a walker to walk, and now my legs do that buzzing like I have the stimulator on, and then my legs just cave in and I can't walk at all, I'm 110% worse than before the surgery. They took every thing out of my back except the battery, which I have to have another surgery to remove. Dr (B)(6) said that he has done 100's of this type of surgeries, and this is the first time this happened to him. I think there is something wrong with this battery in my back, this surgery cost $(B)(6), and it was a failure. I'm going to have the battery remove as soon as possible, and I am going to keep it if you need to examine it. This is the third operation,, and I am now in worse shape now. I had to get a new programmer before surgery, because the batteries were all covered with white junk. I know this is all the fault of this stimulator. I have called the st jude co and complained about all of this and "they fluff you off", but recently they called and said they might help me with medical bills, so far I owe $ (B)(6) in bills and I'm on soc sec, and all I went through was pain and suffering, and don't know what the future holds.